Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Gout in both knees [gout]. Bilateral knee effusion [joint effusion]. Right knee became more painful [therapeutic response decreased]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female pt, initials (B)(6), with bilateral knee pain. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with bilateral synvisc one injection, 6 ml, (route and frequency not provided). The lot number of synvisc one was not provided. On an unspecified date, the pt experienced gout, right knee became more painful (subtherapeutic response) and swollen. Bilateral knee aspiration was performed after being prepared with betadine and chloroprep. On an unspecified date, the pt was administered 03cc of lidocaine for local anesthetic with 18 gauge needle and 45 cc of slightly yellow cloudy yellow fluid from the left knee. It was reported that the pt tolerated well and afterwards feet improvement. Right knee was aspirated in the same manner and 25 cc of yellow cloudy fluid was removed. The aspirated fluid was positive for crystals. The action taken with synvisc one treatment was not provided. At the time of this report, the event of bilateral knee effusion had not yet recovered. The outcome for the events of gout and right knee became more painful was not provided. Relevant concomitant medications were not provided. The intensity for the events of gout, right knee became more painful and bilateral knee effusion was not provided. The relationship between synvisc one and the events of gout, right knee became more painful and bilateral knee effusion was not provided by the reporting physician. F/u info was received on (B)(6) 2013 from the physician regarding medical history, product info, clinical course and event info which upgrade the case to serious due to steroid use. The pt's medical history was significant for osteoarthritis of both knee from several years (grade moderate, no joint narrowing and osteophytes present) and previous medical device implantation with synvisc (last injection: (B)(6) 2011) and use of non steroidal anti-inflammatory drugs and steroids. It was reported that the physician aspirated joint fluid prior to injection to confirm intra-articular placement. On (B)(6) 2012, the pt received treatment with intra-articular (lateral superior patellar approach) synvisc (earlier reported as synvisc one). The lot number of synvisc was unk to the reporting physician. On (B)(6) 2012, the pt developed gout in both knees and bilateral knee effusion. The pt received treatment with cortisone injection and an unspecified pain medication. On (B)(6) 2012, exudate was collected after last synvisc treatment. It was reported that on (B)(6)2013, the event of bilateral knee effusion reflared. The event of gout in both knees had not yet recovered. Relevant concomitant medications reported included synthroid (levothyroxine sodium), progesterone and ibuprofen. The intensity for the events of gout in both knees and bilateral knee effusion was moderate. The physician assessed the relationship between synvisc and the events of gout in both knees and bilateral knee effusion as possible.